Manufacturer narrative:
The customer was provided assistance via phone troubleshooting. The olympus support person isolated the issue to defective connection bases for the endoscopes. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center displayed no picture with different endoscopes. The customer confirmed that the endoscopes with the spiral cable run on a second system without any problems. The customer requested on-site repair. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, the root cause of the failure was not identified. Olympus will continue to monitor field performance for this device.